Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and that the battery was depleting quickly. Customer¿s blood glucose level was not impacted. No additional information was provided.